Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis it was determined that the lower case and one side bail cover were broken and that the battery contacts were compressed. The device was to be scrapped in-house. (B)(4).